Manufacturer narrative:
Section d1 brand name: corrected; section d4 model number: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic on 15aug2023 and was noted to have driveline drainage, which was cultured and grew staphylococcus aureus. The patient was placed on bactrim for 7 days and had not returned to clinic since completing initial antibiotics as they continued to reschedule their appointment. There were no reported left ventricular assist device malfunctions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.